Manufacturer narrative:
The observed device behavior was a device warmstart. This was triggered by the internal device surveillance at 1:48. The log shows, that the user muted all acoustical alarms prior to the warm start. The mute time was not over at the time the warm start was initiated. The warm start was successful (duration 8 seconds). After a warmstart the value for the minute volume is set to 0, what led to the situation that the "minute volumen low" alarm is triggered until the patient system is filled with gas and the patient is supplied appropriately. In this case the device was switched off prior to the start of this alarm. This switch off prevented that the reason for the warmstart was entered into the device log. The device was investigated in the hospital by a draeger field engineer and no issue was found. There are also no device problem related entries in the device log. Therefore the reason for this single restart is unknown.

Event description:
It was reported that the device failed during the night at 01:49 (log entry). The user stated that no acoustical or optical alarms were issued. The device failure was noticed during patient care. The patient was supported via " ECMO" which according to the user avoided patient harm.